Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the chordal damage requiring intervention and hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. After three months the patient returned with shortness of breath and was hospitalized. The transesophageal echocardiography (tee) showed a lateral primary chordae rupture and the mr increased to 4. A second procedure was performed on (B)(6) 2022. One clip was implanted lateral to the first clip to stabilize the chordal rupture, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported unspecified tissue injury could not be determined. The reported mr and dyspnea appears to be a cascading effect of tissue injury. The reported effect of mr, unspecified tissue injury and dyspnea are listed in the mitraclip instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.